Event description:
It was reported that following pre-dilatation with an unknown balloon in the moderately calcified circumflex artery a 4.0 x 33 multi-link 8 ll stent was advanced to treat a dissection. After inflation of the multi-link it was noted that the stent did not expand. The stent was not located and it is believed that there was no stent on the device prior to the procedure. A second unknown stent was used to complete the procedure. There was a slight clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions. The device was returned for evaluation. The reported missing stent could not be confirmed as the device was returned with crimp marks visible on the balloon, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.